Manufacturer narrative:
Philips has investigated this complaint. The rse communicated with the customer and confirmed that the system shut down itself. Rse confirmed the malfunction and rebooted the host pc while the system was running. The rse found no issue with the device and confirmed with the customer that the device was working as expected. Based on the service history review, the issue did not reoccur. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. Based on the new information, this complaint is evaluated as not reportable. These codes were updated based on investigation outcome. The device problem code grid was corrected. The health impact grid was corrected.

Event description:
It has been reported to philips that the system shut down. No harm has been reported to philips.